Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels. The customer¿s blood glucose (bg) level was displayed as ¿low¿; however, a specific value was not provided. Cause was not known. Customer received third party assistance from the school nurse who provided the customer with glucose tablets to address bgs. Recommendation was made to consult with a healthcare provider regarding diabetes management.